Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the patient's left ventricular lead exhibited low, out-of-range impedance. The asymptomatic patient was bought into clinic for routine follow-up on (B)(6) 2018. During the check, noise was noted on the pacing vector as well. The lead was reprogrammed to a different pacing vector. The patient would continue to be monitored.